Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the pacemaker set screw was stripped and the pacemaker could not be attached to the lead. The physician elected to complete the procedure with a different pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported event of the atrial setscrew could not be tightened to the point of the wrench clicking was confirmed. The pacemaker was received for analysis. Analysis revealed the user of the wrench was stripping the setscrew inset due to incorrect wrench insertions. The setscrew cannot be fully tightened for the wrench to click while it is being stripped. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.